Event description:
It was reported that an external blood leak was observed from a "crack at the end of the artery connected to the dialysis catheter" during continuous renal replacement therapy with a prismaflex m150 set. The volume of blood loss was not known. The device was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available, and no photographs or video of the sample were provided for evaluation. The information provided indicates that the reported leak was associated with a damaged male luer lock on set access line. These components are provided preassembled by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damaged connector was determined to be related to supplier product design and manufacturing. Corrective action preventive action and change control records were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.